Manufacturer narrative:
Insulin pump had no button error alarm noted during testing. Unit had unresponsive escape and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the act button was not working. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.